Event description:
A pt reported that their meter would not turn on. This issue was not resolved with troubleshooting. Pt did not have any symptoms. Pt also reported a date/time issue and an undefined issue. There was no medical intervention or treatment given. No further information has been reported.